Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the bezel keys on the device were worn and some were missing. There was no patient involvement.